Event description:
It was reported that the right ventricular high voltage lead impedance was high at values greater than 200 ohms, the tip to hvb was greater than 4000 ohms, and that there was a possible fracture of the rv coil. The lead was explanted. No patient complications were reported as a result of this event.